Event description:
Information received indicates fluid ingress on the composer interface and utc j-box circuit boards.

Manufacturer narrative:
The technician replaced the composer interface and utc j-box circuit boards to repair the bed.